Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 457 mg/dl at the time of the incident. The customer's current blood glucose value was 477 mg/dl. The customer experienced symptoms such as tired due to high blood glucose value. The customer treated high blood glucose value with insulin pump. Customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose value. The customer was assisted with troubleshooting and declined for high blood glucose. The product will not be returned for analysis.